Event description:
During troubleshooting for an unrelated alarm, the home patient (hp) changed the cassette but reused the solution bags. The technical service representative (tsr) advised the patient to need end the therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.